Manufacturer narrative:
(B)(4). One inspiratory limb of 880-15kit, neonate dual heated dual drain breathing circuit was received for investigation. Upon receipt a visual inspection was performed. No damage noted due to abuse/misuse. No signs of melted or burned heated wires. The heated wires were properly laid out throughout the length of the inspiratory limb (no bunching of heated wires). The heated wires showed no signs of the inspiratory circuit being "milked". Visually, there were no signs of damaged wires, damaged connector, or damaged tubing. The inspiratory limb of the circuit was prepared for full bench functional testing. The circuit was connected to a 425-00 concha neptune heater. The neptune incorporated a concha smart 382-10 universal column, air supply for the breathing circuit setup was regulated at < 5 lpm with a supplied release valve, and water was supplied with a 1650 ml sterile water bottle. The neptune operation parameters were set as follows: patient air was set at 36 c, operation mode was set to invasive, the heated wire gradient was set to just short of median on the scale. The neptune was turned on and cycled through self-startup testing without interruption. The distal end of the inspiratory limb was suspended higher than the neptune in order to achieve assigned temperature given the flow rate was so low. The set temperature of 36 c was reached and maintained without interruption. No discrepancies were noted with the heated wires during functional testing. To ensure the inspiratory limb was not experiencing any manufacturing related defects, prior to functional testing the heated wires were tested. The resistance value of the heated wires should be in a range from 33.90 - 39.40 ¿ of resistance. The actual measured resistance was 36.4 ¿ . The resistance value in was well within the specified range. The device history record of batch number 74g1900158 has been reviewed and no issues or discrepancies were found which could potentially relate to this complaint. No non-conformance reports were originated for the lot in question that can be associated to the complaint reported. The DHR shows that the product was assembled and inspected according to our specifications. The IFU sates, "ensure that all connections are secure, all unused ports are capped, and water traps are sealed properly." "Install and test the circuit in accordance with the ventilators manufacturer's instructions prior to use." "Always maintain adequate flow rates through the circuit to prevent overheating". Based on the investigation performed, the reported complaint could not be confirmed. There were no problems found with the returned sample.

Event description:
Customer reported "the heated wires are failing in a short period time." There was no patient injury or harm reported. It was reported patient status was "good" and there was no change in patient status due to the event.

Manufacturer narrative:
(B)(4).

Event description:
Customer reported "the heated wires are failing in a short period time." There was no patient injury or harm reported. It was reported patient status was "good" and there was no change in patient status due to the event.